Manufacturer narrative:
H.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. This is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by health care professional, the consumer after using the lenses found out that she is allergic to the lenses and experienced discharge, tearing and corneal ulcer in right eye. The current status of the consumer's eye is improving. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the sample returned for evaluation, no open samples have been returned for verification. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the second of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).